Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia. The customer stated that prior to the event, her husband was unable to wake her up from her sleep. The customer stated that the paramedics informed her that her blood glucose values were not registering on her glucometer. The customer's perceived cause of event was that her settings were not correctly set up, resulting in her blood glucose levels dropping. Nothing further was reported.